Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced no stimulation sensation. The patient's implantable neurostimulator (ins) battery was fully charged but a power-on-reset (por) informational screen was displayed. The por was cleared and the time was reset allowing for a normal screen to be displayed. The ins was turned on, and the patient programmer and ins were reported to be working normally afterwards, resolving the issue.